Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a history/settings (history/settings issue) issue. The distributer reported that the history was missing in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box and pump history revealed no evidence of missing history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with a 1.0 unit per hour basal program. A 10 unit audio and 10 unit normal bolus was successfully performed on the pump and accurately recorded in the pump bolus history. The reported complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was found to be cracked near the case seal. The returned battery cap tightly secured to the pump and testing was able to be completed with no other issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).